Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 366 mg/dl with high ketones. Reportedly, the customer allowed the pump to deplete of insulin, preventing any further insulin deliveries. As a result, the customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Customer was treated with intravenous fluids of saline and insulin, and was released from the hospital on (B)(6) 2024, with no permanent damage and the issue resolved. Tandem technical support performed a system check and also determined that the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. The customer addressed the issue by loading a new cartridge onto the pump, and resumed insulin delivery.